Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator¿ was reported to abbott. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on mar 4, 2022 resolving the issue.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.